Manufacturer narrative:
The investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation.livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
The cockpit log files have been requested and analyzed. The analysis confirmed the problem, highlighting that the backup control unit maintains control during the reboot which can last up to 3 minutes. The cockpit screen reboot showing the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. In certain scenarios, the gas blender might switch to standby mode, requiring the operator to reactivate it via the user interface on the gas blender unit to ensure continuous operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: livanova deutschland manufactures the essenz. According to follow up, essenz heart-lung machine was in the operating room in pre-bypass mode, power and gas supply were connected, the gas blower was turned on via the mode in pre-bypass mode, the cockpit was moved slightly to the side, the cdi and the vamos were switched on. Water was then connected behind the heart-lung machine and the gas supply was tested via the hose (verified the gas flow at the oxygenator inlet). No gas flow was detected, and at the same moment, an alarm appeared on the gas blender. The main menu with the selection of profiles appeared on the cockpit. When selecting the profile, all previous entries were deleted (size, weight, tests...). No warning message appeared when retesting the gas blender. Error message was displayed . The reboot lasted nearly one (1) minute, and the other subsystems remained available and working during the reboot. It is unknown if the livanova logo show up on cockpit screen during reboot. A livanova field service representative was dispatched to the facility to investigate the device. Cockpit reset of the sw rev. 1.5.1 (3x beep, then black screen, subsequent reboot) without external intervention by the cardiologist. Serial read out (real time device parameters and setting recording file) of the device was collected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, essenz cockpit shutdown and electronic gas blender restart. There is no report of any patient injury.